Manufacturer narrative:
(B)(4) concomitant medical products: the 118001, versa-dial/comp ti std taper, 080410. The 115310, comp rvrs shldr glnsp std 36 mm, 996760. The 115330, comp rvrs shdr glen bsplt +ha, 447650. The 115395, comp rvs cntrl 6.5 x 25 mm st/rst, 515140. The 180559, comp nlk scr 3.5hex 4.75x25 st, 816790. The 180559, comp nlk scr 3.5hex 4.75x25 st, 704760. The 180559, comp nlk scr 3.5hex 4.75x25 st, 327130. Cp561548, cstm bi-ang rev shld 44 mm tray, 730420. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02556, 0001825034 - 2018 - 02558, 0001825034 - 2018 - 02559, 0001825034 - 2018 - 02560, 0001825034 - 2018 - 02561, 0001825034 - 2018 - 02562, 0001825034 - 2018 - 02563.

Event description:
It was reported that the patient underwent a revision surgery due to pain, loss of range of motion, instability, and loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Single ap film of the right shoulder demonstrates a right shoulder reverse arthroplasty in place with thin cement mantle of the humeral component. There is lucency along the base of the superior and inferior aspect of the glenosphere. The inferior screw does not appear to be seated within the bone. Presumed postsurgical changes from recent right shoulder reverse arthroplasty with lucency along the base of the glenosphere which could suggest loosening. Inferior screw of the glenoid plate does not appear to be seated within bone. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.